Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-feb-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device half height drawer failed to close. The field service engineer (fse) found main drawer 5.1 sticking out about an inch and unable to close or lock into position because the bearing cage was obstructing it. The fse pulled the drawer and replaced it with a new one. The new drawer required repair because the center divider had come loose. The fse disassembled the drawer, reseated the center divider, and tested the drawer. The fse then transferred the cubie pockets from the old drawer to the new one, configured the drawer, and verified that it configured correctly and the failure icon disappeared. The fse tested drawers 5.1 and 5.2 in the hardware test application (hta), resolving the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es half height drawer 5.1 failed to close. Drawer did not go all the way, stopped about 1 inch out, and customer did not see anything that was blocking it. The customer stated that this malfunction occurred while dispensing the medication and they were unable to access/issue the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.